Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon right knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported that since the first initial surgery, patient experienced on going constant pain, infections, swelling, the operated area would frequently get very hot and red, that went on for 2 years, and patient was unable to walk, stand for longer period of time, which lead to employment termination. Very painful experience. Now recently patient decided to go under revision dated (B)(6) 2013, which helped with the pain and seem to be on good recovery. Some pain and swelling still reoccurring but not anywhere as bad as it was prior to the revision.